Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. A return material authorization (RMA) was issued to have the usm returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an issue with universal surgical manipulator (usm) 1. The customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) for assistance. The tse reviewed the system event logs and noticed an error code #23118 and #23008 which indicated a faulty pot in insertion axis. The customer stated that they removed the drape and restarted it without any success. The tse asked the customer to perform a hard power cycle and emergency power off (epo), but issue persisted. Tse asked the customer to disable usm 1 and checked with the surgeon if they could proceed with 3 usms. The surgeon confirmed that they could proceed with 3 usms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported failure was confirmed and was replicated in-house. Logs showed multiple 23118 errors on arm 1 pointing towards the insertion chipencoder virtual absolute (cva). The unit was tested on an in-house system in normal mode where it triggered a 23118 error pointing to insertion cva. Unit was also tested on a testing platform where it failed test insertion cva characterization. Parts were replaced and the unit passed all other required tests thereafter. During investigation, fluid intrusion with corrosion was noticed on the insertion cva printed circuit assembly and the flat flex cable. The complaint was confirmed based on failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the arm was blocked without explanation and no other information was provided.

Event description:
Refer to h10/h11 for follow-up information.